Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v884818, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a sudden onset of loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that on (B)(6) 2014 ¿it just quit working and I started having accidents and you can feel that it is not on¿. In addition, the patient was unable to communicate or make adjustments to the ins using the programmer unit (both with and without the antenna attached). It was noted that the patient had relocated and needed a new doctor. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.